Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was noted that there was moisture within the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2016 with the following findings: a review of the pump¿s black box revealed no power issues. The pump was exercised for 24 hours with no power issues occurring. The battery compartment was found to be cracked alongside the pump and below the bumper pad. There was corrosion in the battery compartment. A leak test was performed and failed due to a battery compartment leak. The pump was opened and there was no further evidence of moisture found.